Manufacturer narrative:
The device was returned for analysis. The reported material separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported material separation; however, factors that may contribute to material separations include, but are not limited to, material damage, interactions with device accessories, and user handling. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Date of event: estimated. Exemption number e2019001. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
A 3.5x20mm nc trek balloon dilatation catheter was received in the abbott vascular return goods lab with a separated hub, loosely folded balloon, and contrast in the balloon and throughout the device. No additional information regarding the device or procedure could be obtained.